Event description:
Patient underwent removal of rods t11 to pelvis. Revision fusion t8 to pelvis; revision laminectomy l3-l4. Exploration exiting l3 nerve roots, local bone grafts on (B)(6) 2011.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.